Manufacturer narrative:
D9: date returned to mfg: 1/4/2024 one device was returned for evaluation. Visual inspection revealed the device worn, battery compartment broken, and display cover scratched. Event history log review was not applicable. Functional testing was unable to replicate the reported issue; the pump was found to be operating properly. The root cause was unknown. No further actions were taken. Service history review identified there was no indication that the complaint was related to a service of the device within the review period.

Event description:
It was reported that the pump exhibited an emptied battery message. It is unknown if there was patient involvement, no adverse patient effects were reported.

Manufacturer narrative:
A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. B3 unknown, h3: device has not been returned to manufacturer. E1: (B)(6).